Event description:
The customer reported the phoenix machine alarmed "maximum transmembrane pressure alarm 68". The nurse visualized blood in the dialysate w/o the blood leak alarm. Treatment was ended and the blood was not returned to the pt. The pt complained of abdominal pain after treatment ended. The pt's vital signs were stable, and he was discharged home. Later in the evening, the pt was admitted to the hospital with a reported diagnosis of hemolysis and expired the following morning.

Manufacturer narrative:
The actual dialyzer involved in the event was discarded. Two retained samples from lot number c410120601 were extensively evaluated: they were tested for leaks and cut open and visually inspected for defects; photographic images were taken and reviewed; and surface measurements were taken and reviewed. The tests identified no defects or other problems with any of the retained dialyzers and confirmed that they met the product specifications. The complaint database was reviewed and there are no other complaints file for lot c410120601. The non-conformances database was also reviewed and there are no non-conformances written against lot c410120601.